Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports: procedure: expedium screws revision (l3/4/5 plif 6 screws) due to infection / morbid obesity. Six screws (two expedium si polyaxial screws, one expedium single iners set screw, 3 unknown expedium screws) and one unknown pre curved rod have been removed and no other replacement system used. Primary procedure was in 2010. The following mfg medwatch reports are being filed for the screws and rod that were explanted as a result of the infection: 152643902014-11810, 1526439-2014-11811, 1526439-2014-11812, 1526439-2014-11813, 1526439-2014-11814, 1526439-2014-11815, 1526439-2014-11816.